Manufacturer narrative:
Updated complaint conclusion post adjudication: as reported via the (B)(4) study, (B)(6) male patient with a history of angina, previous pci x5 ((B)(6) 2008), coronary artery bypass graft (CABG) x1 ((B)(6) 1998), hyperlipidemia, hypertension, lvef - mild (40-50%), skin allergy (skin rash), sulfa allergy, and crohn's disease experienced mi peri-procedure and stable angina at the time of the 30 day visit. The indication for the procedure was stable angina. The patient had 80% stenosis of the proximal circumflex. The lesion was described as 25mm in length and was de novo. The reference vessel was 3.5mm in diameter. A 3.5 x 28 cypher us rx stent was then implanted at the target lesion at 16atm. Post procedure diameter of stenosis was 0%. Pre and post procedure timi flow was 3. The patient had a previously implanted non-cordis stent in the 1st left posterolateral (lpl). The lesion was described as 4mm in length and was de novo. The reference vessel was 3.3mm in diameter. A 3.0 x 13 cypher us rx stent was attempted to be implanted at the non-target lesion but it would not advance (obstructed). Therefore, another non-cordis stent was then implanted at the target lesion successfully. Post procedure diameter of stenosis was 0%. Pre and post procedure timi flow was 3. Pre-procedure cardiac enzymes were within normal limits, but 16 - 24 hours post procedure, the troponin I level was 1.18 (uln 0.05). There were no reported cardiac events post-procedure. At the time of the 30 day follow-up visit, the patient experienced stable angina. There were no adverse events reported in the crf and no testing related to the angina. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaints. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
A 3.0 x 13mm cypher was unable to be advanced to the lesion, post-procedure troponin level was elevated, and the patient had stable angina at the 30-day follow-up visit. A patient initially enrolled in the (B)(4) study was admitted with stable angina pectoris type iii. The patient had 80% stenosis of the proximal circumflex. The lesion was described as 25mm in length and was de novo. The reference vessel was 3.5mm in diameter. A 3.5 x 28 cypher us rx stent was then implanted at the target lesion at 16atm. Post procedure diameter of stenosis was 0%. Pre and post procedure timi flow was 3. The patient had a previously implanted non-cordis stent in the 1st left posterolateral (lpl). The lesion was described as 4mm in length and was de novo. The reference vessel was 3.3mm in diameter. A 3.0 x 13 cypher us rx stent was attempted to be implanted at the non-target lesion but it would not advance (obstructed). Therefore another non-cordis stent was then implanted at the target lesion successfully. Post procedure diameter of stenosis was 0%. Pre and post procedure timi flow was 3. Pre-procedure cardiac enzymes were within normal limits, but 16 - 24 hours post procedure, the troponin I level was 1.18 (uln 0.05). There were no reported cardiac events post-procedure. At the time of the 30 day follow-up visit, the patient experienced stable angina. There were no adverse events reported in the crf and no testing related to the angina. Addendum ((B)(4) 2012): the cec adjudication minutes indicate that the patient had a peri-procedural myocardial infarction, post procedure.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.